Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide lot number, no further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2020 and barbed suture was used. During the procedure, the suture got detached from the needle. There were no adverse patient consequences reported. Additional information was requested.